Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that unspecified bd¿ catheter was bubbling at the end and was hard to thread. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the catheter had bubbled at the end which caused threading difficulties. Per email: 24g IV 0.75inch catheter checked before insertion. After insertion, catheter would not thread. Catheter removed and found that it had bubbled at the end. This has happened multiple times with the 24g catheters both 0.75 and the .56inch.